Manufacturer narrative:
Initial report ref# natus complaint# (B)(4) device has been requested for return. Risk review (B)(4) - 1081aurical aud & madsen a450 - risk analysis, hazard 2.1. Cause - over voltage condition due to input voltage exceeds range (for main unit). Effect - fire - fire - smoke inhalation, second degree burns, third degree burns and/or environmental damage. Residual risk - moderate.

Event description:
Aurical melted under cabinet. No patient or user involvement. No patient or user harmed.

Manufacturer narrative:
Final report ref # natus complaint # (B)(4). Initial report said device melted upon return no evidence of excessive heat, no melting observed deemed electrical failure on the pcb board, unit looked normal when it came in and mainboard was replaced install date of device (B)(6) 2012, expected failure repaired and returned to the customer. (B)(4) rev 12 - 1081 aurical aud & madsen a450 - risk analysis, hazard 2.1 cause - over voltage condition due to input voltage exceeds range (for main unit) effect - fire - fire - smoke inhalation, second degree burns, third degree burns and/or environmental damage residual risk - moderate.

Event description:
Aurical melted under cabinet. No patient or user involvement. No patient or user harmed.